Event description:
Customer states a pre-aliquoted pt serum sample from an outside clinic produced a negative pregnancy result of 1.33 miu per ml for beta-hcg. The clinic sent a second serum sample to confirm because they had gotten a positive result from their in-house urine method. The second sample gave a positive result of 272 miu per ml. Customer reran the original serum sample on (B) (6) 2009 which gave a positive result of 113.3 miu per ml. Customer reran a second aliquot of the original sample on (B) (6) 2009 again giving 113.7 miu per ml. It is unk how many weeks pregnant the pt is. Any pt treatment is unk, pt's current condition is fine and no adverse events reported.

Manufacturer narrative:
The field service representative documented the customer was not using rack inserts when testing samples with small diameter tubes. He determined the cause of the issue was the sample probe making contact with sizes of small diameter tubes causing short draws. He advised customer to use rack inserts when running smaller diameter tubes and worked with customer to ensure that they get the correct inserts. It cannot be verified if customer was using rack inserts at time of this issue. The field service rep checked alignment of sample probe aspiration and ran precision which was within spec.